Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? What is the patient's current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure in 2017 for stress urinary incontinence and mesh was implanted. In (B)(6) 2019, the patient returned to the doctor due to heaviness and dripping of urinary incontinence. During gynecological exam, a grey, thickened, hard area was noted near the meatus urethrae. In (B)(6) 2019, the patient was referred back to her doctor with erosion below the distal part of the urethra. The patient was put on estrogen treatment and re-evaluated after a few months. In early 2020, the patient returned with continued problems and was referred for surgery. On (B)(6) 2020, the patient underwent mesh revision where the tissue edges of the mucosa around the mesh erosion was removed. The mesh sling was lightly tightened and pleated, after which the mucosa is sutured. Additional information has been requested.